Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was noted to be much more superficial approximately six months after having been implanted, and that the charger became warm while charging. The patient was provided with a replacement charger to determine if the issue would be resolved. The patient underwent a procedure in which the system was explanted, the procedure was performed by a non-boston scientific physician and replaced with non-boston scientific products. No additional information can be obtained as the patient no longer has boston scientific products and is being followed by a non-boston scientific physician. The devices will not be returned for analysis as they were discarded by the facility.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the deep brain stimulation (dbs) system was noted to be much more superficial approximately six months after having been implanted, and that the charger became warm while charging. The patient was provided with a replacement charger to determine if the issue would be resolved. The patient underwent a procedure in which the system was explanted, the procedure was performed by a non-boston scientific physician, and replaced with non-boston scientific products. No additional information can be obtained as the patient no longer has boston scientific products, and is being followed by a non-boston scientific physician.the devices will not be returned for analysis as they were discarded by the facility.